Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements following implant. X-rays will be completed to evaluate system placement. Rhythmcare discussed that the most likely cause of the reported high measurements are due to air entrapment. This device remains in service. No adverse patient effects were reported.